Event description:
Related manufacturer reference number: 2017865-2022-13345. It was reported that the left ventricular (lv) lead was dislodged. Upon explant of the lv lead, it was observed that the right atrial (ra) lead exhibited insulation damage. The lv lead was explanted and replaced, and the ra lead was capped an replaced on (B)(6) 2022. The patient's status was unknown.